Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the hospital from (B)(6) 2020 with persistent ventricular arrhythmia, aortic regurgitation, and mitral regurgitation. Defibrillation was performed and it was noted that the causal relationship between the arrhythmia and the device was considered low, but could not be denied as the patient's underlying dilated hypertrophic cardiomyopathy may have been the cause. The patient's aortic and mitral regurgitation worsened on (B)(6) 2019. It was noted that the causal relationship between the worsening of the regurgitation and the device was probable due to the normal flow of the device possibly having an effect. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until undergoing a routine heart transplant on (B)(6) 2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Additionally, section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to the hospital from (B)(6) 2019 to (B)(6)2020 due to persistent ventricular arrhythmia, aortic regurgitation and mitral regurgitation. Defibrillation was performed. On (B)(6) 2022 worsening of the aortic regurgitation and mitral regurgitation was reported. The causal relationship between arrhythmia and the device was considered low but could not be denied as the patient's underlying disease, dilated hypertrophic cardiomyopathy (dhcm) might have been the cause. The causal relationship between the worsening of aortic regurgitation and the mitral regurgitation and the device suspected to be related: the normal flow of lvad might have been a factor.